Event description:
It was reported to medtronic minimed that the customer experienced a33 alarm. The customer reported no adverse event. The event involved product(s) mmt-523lnah. No harm requiring medical intervention was reported. No product return is required for mmt-523lnah.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to complete broken reservoir tube lip. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for a33 alarm complaint. Pump was open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube window, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. Unable to confirm a33 alarm due to completely broken reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.